Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 5 years and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad clinician requested that the log file downloaded from the system controller during the patient¿s clinic visit be reviewed. The patient admitted to occasionally disconnecting the driveline against the advice of the medical team. The submitted log file was reviewed by the manufacturer¿s technical services representative and it was observed that two driveline disconnects occurred on (B)(6) 2017. Additional information regarding the event has been requested but none has been provided at this time.